Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) ECG (electrocardiogram) connector is loose. System fan is noisy. Power supply is corroded. Lower case has corrosion. Handle is broken. Tabs on power cord bay door are broken. Analysis could not confirm the reported broken keyboard cover. (B)(4) rf (radio frequency) head uplink amplitude tested out of specification; rf head cable found out of electrical specification. It is noted the rf head cable is twisted. Rf head label is missing coating.

Event description:
It was reported that the programmer had a broken handle, broken power cable cover and broken keyboard cover. The programmer and rf (radio frequency) head were returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.